Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly insert poly wear. Revised to another 10mm insert. Case done 30 years ago.